Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8302891, medical device expiration date: 2023-11-30, device manufacture date: 2018-10-29, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Initial reporter phone#: (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8302891. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200787695] noted for dry barrels. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was "dull" and unable to draw up "hyperin park" insulin from the vial during use. The consumer reportedly went through "3 or 4 syringes" to get the insulin, which was taken "twice a day" and "sometimes" a third time. Lot #'s 8302891 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "spouse of a consumer reported the needle is dull , when he is not able to draw the insulin in the vial he thinks the needle is dull. It is plugging up which means when he is going thru the rubber in the vial he cannot draw the insulin. Sometimes he has to use 3 or 4 syringes to get the insulin. He has to take insulin twice a day sometimes 3rd time. It is happening more frequently that she decided to call us. He uses the hyperin park insulin that is imported from great britain they cannot use any other syringes and they have been using this syringes for a while. Pharmacy does not sell any other syringes to draw this type of insulin. This issue has happened with almost half of the box." "Spouse of a consumer reported he could not draw the insulin from the vial he thinks it is dull. It is plugging up which means when he is going thru the rubber in the vial to draw, he cannot draw the insulin. It has happened in the past over the years." "He uses the new needle each time of his injection."